Event description:
Independent repair center: customer alleged alarming and/or red light, and the key failure is the valve is stuck as stated on the repair statement additional malfunction on this device: power switch short circuit.